Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl. The customer treated and checked later it was in the 300s mg/dl. The customer states that he was needing to get his son's pump replaced it broke on thanksgiving day. Troubleshooting was performed for damage and noticed cracked near reservoir compartment. The customer states reservoir did not lock in place. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.